Event description:
Same case as MFR's #: 6000130-2005-00496. Prior to rotational atherectomy procedure, corrosion was noted on the wire upon removal from the package. No pt injuries or complications were reported.